Event description:
Ref. Importer #: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. According to the instructions for use the utilization period of this device is restricted to six hours and the device was in use for two days. The manufacturing records for the reported lot number were reviewed with no deviations found. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).